Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of her device and initial diagnostic workup revealed an infected right total hip arthroplasty. It is further alleged that as a result, the device was surgically removed and replaced with new components.